Event description:
Customer reaching for object, lost balance and accidently grabed engager. Unit went forward & she fell out of unit.

Manufacturer narrative:
Customer error. Safe use of the prod was discussed with the customer.